Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the first report of two reports concerning the same patient. This report concerns te compression plate 4 hole 30mm (product ID 330430snd). It was reported a uni-cp 4 hole plate broke on the cc joint and had to be removed. Both the plate and two of the screws broke. There was also a synthes 7.3 screw that broke as well. Additional information was requested numerous times by integra.